Event description:
The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. The patient has expired. There is no allegation the death was device related.